Event description:
The catheter was placed in a schizophrenic pt who lived in a group home. On 11/24/96, the pt was found in a puddle of blood and had expired. It was rerported that the pt cut the catheter and bled to death. The catheter was not removed from the pt after his demise.